Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. As there was no confirmation received of clear deviation of the instructions for use for the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during device inspection of the evis exera iii colonovideoscope on may 22, 2023, the scope was experiencing resistance and an audible ¿clicking¿ sound when passing a steris brand double-header cleaning brush through the 45-degree lumen at approximately 15cm inside the channel. The cleaning brush was getting caught. There were no reports of patient harm associated with this event. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The new aware date for the pae that was identified was june 4, 2023. During the evaluation of the device, it was noted that black debris was seen within the channel. This report is to capture the reportable malfunction of the inadequately cleaned channel (black debris) noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Market quality performed an inspection on the "as received" condition of the scope. Market quality inserted an olympus brush (bw-20t) down the biopsy port, with a minor restriction felt at the distal tip. The biopsy channel and suction channel are clear of debris when inserting an olympus brush (bw-20t) down the channels. The biopsy channel was inspected using an olympus borescope, and black debris was seen within the channel, towards the distal end channel opening. During a functional check, market quality observed a grinding noise at the bending section when manipulating the control knobs. Advance diagnosis was performed by removing the bending section cover; no abnormalities were seen on the bending section mesh. The mesh was removed to inspect the eyelets, and no abnormalities were observed on the eyelets. However, the left angel wire is starting to fry, rubbing the skeleton, and causing a grinding or clicking noise. The edge of the objective lens was found to have a chip, and the bending section had frayed wires. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.